Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that insulin pump had prime anomaly. Customer¿s blood glucose level was 296 mg/dl. Customer reports insulin squirting out during the prime process. Customer stated that insulin pump had cosmetic damage. Customer stated that troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk. Device received with missing end cap sticker and scratched lcd window.